Event description:
It was reported that the printer is not functioning. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the printer was damaged. Analysis also found that the upper and lower case halves were broken and there were multiple printed circuit board errors logged on the hard drive.